Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient was not feeling stimulation the patient programmer (pp) showed that stimulation was on. The implantable neurostimulator recharger (insr) was charging and the pp showed the normal screen. There was no trauma or fall that could be related to the issue. The pp showed the ins was on but then the patient reported that the lightning bolt went away and came back. Then the patient said he did feel stimulation now, but not as strong as when they were implanted. Stimulation was at 10.5 v. The patient was going to call his surgeon and schedule an appointment for this (B)(6) 2016. The patient had not been to the managing healthcare professional (hcp) because they kept giving him pain pills and he got tired of taking pills. It was noted that the issue occurred on (B)(6) 2016. Later that same day the patient reported that an appointment was scheduled for (B)(6) 2016. He was getting no stimulation sensation at all. The patient later reported that the loss of stimulation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.